Manufacturer narrative:
Evaluation results: patients condition affected the effectiveness of the device (lesion morphology - 98% stenosis, calcified and tortuous vessel). Inherent risk of procedure (stent deformation). Deformation problem (stent deformed). Conclusion results: device failure related to patient condition (lesion morphology - 98% stenosis, calcified and tortuous vessel). Known inherent risk of procedure (stent deformation).

Event description:
An attempt was made to use an endeavor resolute (rx) drug eluting stent to treat a calcified and tortuous lesion in the lad exhibiting 98% stenosis. It was reported that the device could not cross the lesion due to calcification and tortuosity present and a new device was used to complete the surgery. The endeavor resolute device had been prepped before use with no reported issues. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed. Evaluation summary: the device was returned for evaluation. The distal tip was deformed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 5th and 6th proximal segments were misaligned and the 8th, 9th and 10th proximal segments were misaligned with slightly raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).